Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. Based on the results of the investigation, it was noted that the customer used a water filter that seemed to be expired (the water filter was replaced in (B)(6) of 2022). As of (B)(6) 2023, the water filter had not been replaced for approximately 1 year and 3 months. The most likely root cause of the reported issue was caused by the customer's misuse since replacement of the water filter had been incorrectly practiced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 year since the subject device was manufactured. The event can be detected and prevented in accordance with the following IFU (instructions for use): oer-4 instruction manual operation section the water filter is not replaced correctly in "chapter 7 section 2 replacing the water filter (maj-2318)". The IFU recommends replacing the water filter regularly, at least once a month. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, the endoscope reprocessor displayed an e73 water supply error code during reprocessing. The customer waited until the function started, but then an e01 long water supply time error occurred. There were no reports of patient harm or impact associated with this event. In speaking with an olympus service representative (rep), the customer noted that the water filter was replaced in (B)(6) of 2022. They also added that the event was possibly due to long-term non-exchange. This report is linked to the following patient identifiers (B)(6).